Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 was not closed. A field service engineer replaced inseparable and recovered failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. Nurse tried to pull out the medication and found an error "clear obstruction then close the drawer or door", followed the instructions but then received the error message "requires maintenance. Please contact technical support". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.